Event description:
Heal-laa study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted device with a complete laa seal and deployed device diameter of 18.6 mm. The patient was discharged with aspirin the following day. 175 days post index procedure at the six-month routine follow up, cardiac imaging performed revealed a moderate sized device related thrombus (drt) on the closure device. The patient was on aspirin at the time of the event. The physicians treated the drt medically with antiplatelet/anticoagulant medication. No patient complications were reported.